Event description:
Boston scientific received information that this right atrial lead displayed loss of capture. Upon examination of the chest x-ray, the physician determined the ra lead had dislodged. The patient was hospitalized. It was unknown if a revision procedure was performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 7 cm distal to the is1 connector pin. Only the proximal fragment was received for analysis. The visual inspection revealed a cut in the insulation which most likely occurred during the extraction procedure. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.